Event description:
It was reported that the patient presented in the emergency room with chest pain. Upon interrogation, the atrial lead exhibited high pacing impedance, undersensing and failure to sense. No intervention was made. The patient was stable.

Manufacturer narrative:
The reported events of failure to sense and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. The helix was noted to be extended and clogged with blood. Electrical testing did not identify any evidence of conductor fractures. However, electrical testing identified shorting between conductor coils, attributed to outer coil and inner insulation damage, with findings consistent with procedural damage. Visual inspection and x-ray examination of the lead did not identify any additional anomalies beyond those consistent with procedural damage.

Event description:
Additional information received indicated that the lead was explanted and replaced. The patient was stable throughout.